Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with acute myocardial infarction (ami). The thrombotic occluded target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. After recovery of the blood flow with a suction catheter was done, intravascular ultrasound (ivus) was performed. Following pre-dilatation, a 2.75 x 38 synergy¿ drug-eluting stent was advanced but unable to cross in the angled bifurcation between the left main trunk and lcx. When the device was removed from and patient, it was noted that the distal edge of the stent struts had lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.